Manufacturer narrative:
The customer contacted siemens to report that a falsely depressed creatinine test result was obtained from an atellica ch 930 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse performed the service test methods and replaced the v19 valve. The cse qualified the instrument before returning it to the customer. The cause of the falsely depressed creatinine test result was the malfunction of the v19 valve. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
One discordant, falsely depressed creatinine test result was obtained from an atellica ch 930 instrument. The initial result was reported to the physician(s). The same sample was repeated on an alternate atellica ch 930 instrument, giving a higher result. The repeat result was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed creatinine test result.